Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a type ia endoleak and aptus endoanchors were used. After three anchors were deployed it was noticed that there was an obstruction in the curve of the guide due to flexing. The physician was unable to keep the guide in the desired position, and there was a lot of resistance felt when advancing the applier. When the guide was straightened the applier was able to advance. A new guide was used and the same thing happened; 3 anchors were deployed and then an obstruction was felt. A third guide was used and the rest of the anchors were implanted. This reportedly resolved the event. The physician stated that the cause of the aptus guide event was related to the product. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of a short and angulated infra renal aortic neck. The physician also noted that it appeared that after a few anchors the inner curve of the guide irregular and obstructive. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.